Event description:
Reporter alleged obtaining a discrepant blood glucose result of 300 mg/dl back to back with a result of 90 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated he discarded the suspect product and so no product will be returned for evaluation.